Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they aren't certain what's going on with their device; they are reporting poor communication. The patient went to the hospital on (B)(6) 2018 for an unrelated abdominal ultrasound and thinks that it may have messed them up a bit, but they aren't certain. On their way back from the hospital, they had to stop and they ran into the bathroom because they had to pee really bad. They went to the bathroom and the urine just flew out; they said "there was no holding anything back." The patient said they were wetting their pants, but they haven't done that in over a year. The patient said they feel stimulation usually at night when they are laying down, but that has since stopped completely. The patient communicates with their ins using their patient programmer (pp), but the pp displayed the poor communication screen, so they've tried several different ways to communicate. They are communicating because they can feel stimulation, but on (B)(6) 2018 during the day, they stopped feeling stimulation completely and don't know what's going on or what to do. During the call, the patient feels stimulation, but the pp was showing the poor communication screen. The call center reviewed and the patient confirmed they were able to communicate with the ins and they got to the normal therapy screen. The patient also noted they didn't feel stimulation that they did a minute ago at some point on the call and asked why; stimulation sensation was reviewed. The patient also noted that they noticed the poor communication screen after they got home from the ultrasound. Prior to calling, the patient increased stimulation to 1.6v and confirmed feeling stimulation slightly. As a result of what was reported, they were redirected to their healthcare provider (hcp) if their symptoms are not resolved; the patient will monitor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked about the actions/interventions were taken to resolve the stimulation/poor communication issues following the ultrasound, they said they were surprised that their implantable neurostimulator (ins) had to be reset by themselves as it worked perfectly after being implanted. After the ultrasound, the patient has been trying to find the right combination and they are continuing to do so. No further patient complications have been reported as a result of this event.